Event description:
Pt reported obtaining back-to-back blood glucose results of "lo" (<10 mg/dl) and 61 mg/dl, on the suspect device. Pt stated that, based on these values, he self-treated by drinking orange juice. No injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.